Event description:
It was reported that 4 pts developed blisters and welts following hair removal treatment with the lightsheer head of the lumenis one. Pt #4 was reportedly receiving hair removal treatment to her arms, bikini and legs at settings previously tolerated. When she arrived home, she saw blisters in the treated area. The pt was advised by the doctor to use hydrocortisone cream. As of (B)(6) 2008, pt's legs were covered with small white spots (hypo-pigmentation) that is expected to fade.

Manufacturer narrative:
Depot inspection found a very small amount of burned gel on the lightsheer head. Cleaned gel off, verified chill tip was working properly. Verified energy calibration was well within specs. System is operating properly and ready for use.